Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that the threads on her onetouch ultrasoft lancing device was stripped and/or damaged. The medical affairs specialist (mas) spoke with the pt the following month, and obtained the following info. The pt reported that the alleged issue began approx 3-4 weeks prior to contacting lfs. The pt claimed she was able to test her blood glucose up until one month prior, when she discontinued testing as a result of not being able to obtain a blood sample. Despite not being able to test, the pt reported that she continued to take her usual dose of metformin (1000mg, 2x/day) and glyburide (125mg, 1x/day). On an unspecified date/time, after the reported issue began, the pt claimed she developed the following high blood glucose symptoms: "sweaty and anxious." The pt reported treating her symptoms by drinking a lot of water and exercising. At the time of troubleshooting, the customer care advocate (cca) was unable to resolve the issue. Replacement product was sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for evaluation, but has not yet received it. If the lancing device is returned, lifescan will evaluate it and, if the lancing device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.